Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by doctor that an extension tube was cracked after dialysis. At 1:00 pm, dialysis was completed and flushing was performed without resistance. The physician thought procedure was successfully completed. At 2:30 pm, after washing patient's hair, a nurse found the gauze was bloodstained. The patient heard a snap when they raised their head. No patient harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 15cm power trialysis dialysis catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the arterial lumen extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument; sharply formed fracture edges; planar shape to the fracture surface; blood residue was seen on the sample which showed that the product had undergone at least some use. The location of the damage suggested that sharp instrument contact may have occurred during dressing change/site maintenance. The product IFU warns ¿avoid accidental contact device contact with sharp instruments and mechanical damage to the catheter material.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.